Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Additionally, machine testing was performed and no alarms occurred. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of two of peritoneal dialysis therapy. During the troubleshooting, there was a leak from an unknown location during use of a homechoice cassette. The leak was further described as ¿about 100 to 200 cc's of fluid" on the floor after priming. Once primed, the hp connected to the device and fluid was found on the floor during therapy. Renal therapy services assisted the hp with ending therapy and advised to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.